Event description:
Related to MFR report # 2183959-2012-01780. It was reported by plaintiff's attorney that the plaintiff was implanted with a perigee with intepro lp on or about (B)(6) 2009 to treat her stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including but not limited to, extreme pain, vaginal erosion, worsening dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, debilitating pain, and additional surgery and/or other injuries. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, required additional surgery and/or medical treatment, and has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.